Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
Clinical study (B)(6). On (B)(6) 2010, an advance sling system was implanted, at the 6 month f/u visit, pt reported de novo nocturnal urge incontinence. Pt was treated with vesicare 5mg qd. Event reported as resolved on (B)(6) 2011.